Manufacturer narrative:
Analysis synthesis: the review of the manufacturing records indicated that the lead met all of the requirements of the specification during inspection. Upon reception, visual inspection revealed deformation of the outer coil at several location between 110 mm and 275 mm from the connector pin, potentially resulting from the physician¿s manipulation while attempting to reposition the suture sleeve. During the investigation, the sleeve was able to move freely along the lead body without any resistance. Inspection of the outer tube did not evidence anomalies and all observed characteristics were consistent with specification requirements. Based on the investigation results, the most likely hypothesis is that the area around the suture sleeve may not have been sufficiently moistened during the procedure. Repositioning the suture sleeve usually requires the application of slight axial pressure. In this case the force applied was likely not sufficient to overcome the initial friction and allow the suture sleeve to move. This case is retained for trending purposes.

Event description:
Reportedly, once the vega lead was taking out of the packaging, it had the suture sleeve stuck around the middle of the lead body. The physician attempted to move it toward the proximal end without success, and using water also had no effect.

Event description:
Reportedly, once the vega lead was taking out of the packaging, it had the suture sleeve stuck around the middle of the lead body. The physician attempted to move it toward the proximal end without success, and using water also had no effect.